Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was having chronically elevated threshold. The lead was capped and replaced on (B)(6) 2016 during elective device replacement procedure. The patient was never symptomatic and the patient is doing well now.